Event description:
It was reported that an 8015 lvp was affected by plastic recall and iui damaged. There was no reported patient involvement.

Manufacturer narrative:
Additional information: describe event or problem.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that an 8015 lvp was affected by plastic recall. There was no reported patient involvement.

Manufacturer narrative:
Correction information : imdrf annex b grid omit : b14 - analysis of production records.

Event description:
It was reported that an 8015 lvp was affected by plastic recall and iui damaged. There was no reported patient involvement.